Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead presented noisy signals oversensing, causing palpitations and pacing inhibition as a result but no asystole due to underlying rhythm. The ra lead was explanted and replaced but broke during explant. A new device was implanted. The ra lead has been retained by customer; therefore, it is not expected to be returned. The pacemaker was explanted with no allegations but it had been implanted for several years at that moment. No additional patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead presented noisy signals oversensing, causing palpitations and pacing inhibition as a result but no asystole due to underlying rhythm. The ra lead was explanted and replaced but broke during explant. A new device was implanted. The ra lead has been retained by customer; therefore, it is not expected to be returned. The pacemaker was explanted with no allegations but it had been implanted for several years at that moment. No additional patient effects were reported.